Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and therapy connector parts information to repair device. Follow up with caller confirmed that the biomed determined the root cause of the failure to be the therapy connector assembly. Biomed has ordered the therapy connector assembly and will be replacing the part to repair device.

Event description:
Customer reported that the therapy connector lock was broken and the device would not recognize the therapy cable or paddles connection. There was no patient use associated with the reported event.